Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd ultra-fine¿ insulin syringe cannula pierces through shield (in polybag). This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "this is a report about the needle through the shield."

Manufacturer narrative:
H.6. Investigation: customer returned two (2) loose 0.3ml bd insulin syringes. Consumer reported needle through the shield. Both returned syringes were examined, and it was observed that both syringes exhibited a cannula pierced through the cannula shield. A review of the device history record was completed for batch# 9294643. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications (B)(4) noted that did not pertain to the complaint. Root cause cannot be determined.

Event description:
It was reported before use the bd ultra-fine¿ insulin syringe cannula pierces through shield (in polybag). This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "this is a report about the needle through the shield."